Manufacturer narrative:
Investigation: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0281169 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 0281169. Retention samples from batch 0281169 were not available for inspection. One photo was received for investigation. The photo shows the bottom of a taped plate from batch 0281169 (time stamp 1528) with a microbial colony. No return samples were received for investigation. This complaint can be confirmed. Bd will continue to trend complaints for contamination. Based on the low defect rate for this batch, no actions are planned at this time. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii)fungal contamination was discovered.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii)fungal contamination was discovered.